Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the tactical switch is missing. Third-party bench engineer confirmed physical damage of the tactical switch while at third-party bench repair service. The device was not in use on a patient at the time of the event, therefore no patient or user health consequences or impact occurred.